Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, one suture was successfully pre-placed. With the second device, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f, and the tavi procedure was completed. Hemostasis was achieved with the 2 pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was observed on a posterior needle to cuff disengagement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/suture pulled beyond point of tautness during device deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.